Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial spine procedure. It was reported that the site was having trouble getting the system to communicate with the imaging system. They swapped the ethernet cables and found that if the site was holding the ethernet cable into the navigation system's bulkhead connector manually they were able to get good enough communication for the spin. Troubleshooting involved requesting the site to try and bypass the bulkhead connector to see of the system would communicate easier. The manufacturer representative bypassed the bulkhead connector with no resolution. While testing connections, they found that if they moved the ethernet cable around, it would intermittently lose communication with the imaging system. The issue was resolved by swapping to a new ethernet cable. There was less than an hour delay in the case. No impact on patient outcome.